Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the user reported that the sensor insertion site had not fully healed. The sensor had been inserted on (B)(6) 2025. The user stated that the incision remained open with drainage present and that the steri strips had not been removed.

Manufacturer narrative:
The user later confirmed that they had been evaluated by their healthcare provider, who indicated that the delayed healing was not due to an infection but was considered an unusual reaction. The healthcare provider was aware of the prolonged healing and advised the user to proceed with sensor removal. Per data management system review, the user had stopped using the system as of (B)(6) 2025. Prolonged wound healing is a known and anticipated potential adverse effect. No further investigation was required, and the case was closed.